Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the dilator confirmed the distal tip to be damaged and based on the complaint summary, the damage on the dilator was noticed during preparation which indicates the dilator was likely in this condition from manufacturing. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, it was noticed that end of the dilator appeared to have a jagged, non-finished surface. The scrub tech visualized it and agreed and also said it felt rough. The device was replaced, and the procedure was completed without patient complications. The device has been received for analysis.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, it was noticed that end of the dilator appeared to have a jagged, non-finished surface. The scrub tech visualized it and agreed and also said it felt rough. The device was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.